Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. Carbohydrates were consumed to treat the bg. Reportedly, the customer's settings needed to be updated. The customer continued to use the pump for insulin therapy.